Manufacturer narrative:
The referenced issue with system controller displaying "-" is reported on medwatch MFR report # 2916596-2018-03441. The referenced pump exchange on (B)(6) 2018 is reported on medwatch MFR report # 2916596-2018-03254. Approximate age of device- 5 days. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that on (B)(6) 2018, the vad system dropped to 0 flows and 0 rpm. The system controller was exchanged; however, when connected it said "-" and would not accept the pump stop command, so the vad team connected back to the original system controller. An echocardiogram showed air in the left ventricle. On (B)(6) 2018, the patient expired of renal failure. It was reported that the pump was functioning as intended. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the lvad and the reported event could not be conclusively established through this investigation. The submitted log files confirmed the report of pump stops and low flow hazard events, however a specific cause for the reported events could not be determined through this evaluation. Low flow hazard alarms were captured on (B)(6) 2018. Per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. A 10-second delay is imposed between the detection of the low flow status and the activation of the associated audio and visual indicators on the system controller. Additionally, multiple pi events were captured throughout the log file. The heartmate 3 lvas IFU lists renal failure as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. The heartmate 3 lvas IFU provides information on all system alarms, including the low flow hazard alarm, and provides guidance on how to troubleshoot or resolve the alarms. The IFU explains that the low flow hazard alarm will be triggered when pump flow is less than 2.5 lpm and notes that changes in the patient conditions can result in low flow. No further information was provided. The manufacturer is closing the file on this event.